Manufacturer narrative:
Covidien reference number: (B)(4). The service engineer evaluated the ventilator and replaced the breath delivery unit central processing unit. The ventilator passed self-testing.

Event description:
The customer reported, upon startup, an 840 ventilator became inoperable. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.